Event description:
It was reported by service report that the cot could not be locked into the powerload system. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Debris stuck underneath trolley lock roller.